Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the pharmacy department from the postpartum unit with an unsigned note stating, "does not work." No tracking info was provided; therefore, no specific pt info, pump programming, or event details were available; however, there were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).